Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: ed on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Observed 2 openings assessed as surgical damage. Crease/folding of implant: creases were observed. No other observations observed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side deflation. Healthcare professional confirmed right deflation . The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.